Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump resumed normal charging after remaining plugged in to the power source for approximately 20 minutes. The customer¿s blood glucose was 149 mg/dl.